Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the customer ran multiple op checks and the device fails the therapy knob check. The control test was run and the joules do not match the numbers on most settings. There was no reported patient involvement/adverse patient impact.